Event description:
It was reported that during routine maintenance the micro sagittal saw leaked. Upon disassembly, a piece of broken blade was stuck in the saw head. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the motor, tps flex and the sag head. The boot was worn.